Event description:
Customer reported the device could not be placed well in the patient and may have been kinked. It was reported there was "no adequate oxygen supply possible (40%), stronger bleeding occurred" and the patient was in a "critical condition". The patient received manual bag ventilation and was stabilized. A new device was placed without issue. It was reported the patient's condition was "ok" before the procedure and the tube was difficult to insert. The patient's condition was reported as "fine" at the time of this report.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no kinking was observed. A device history record review was performed and no relevant findings were identified. The coa of the tube material of the affected lot were reviewed. It was found that the tube material met all release specification including shore hardness testing. The reported complaint could not be confirmed. There was no evidence of kinking found on the returned sample.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the device could not be placed well in the patient and may have been kinked. It was reported there was "no adequate oxygen supply possible (40%), stronger bleeding occurred" and the patient was in a "critical condition". The patient received manual bag ventilation and was stabilized. A new device was placed without issue. It was reported the patient's condition was "ok" before the procedure and the tube was difficult to insert. The patient's condition was reported as "fine" at the time of this report.